Manufacturer narrative:
Device evaluation summary: during the visual evaluation, some anomalies were observed in the anterior and posterior view on the device consistent with a crease/fold. Leak testing was performed, according to the mentor procedure, and it revealed a tear within crease in the anterior view, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. As part of our quality process, the manufacturing records of this (B)(4) number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor smooth round high profile 380 cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacements with mentor silicone implants on (B)(6) 2020.